Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by MFR: the device was returned for analysis. The unit returned has wire broken, as part of overall visual revision. A visual inspection revealed that the was found broken into two pieces, the first one length from proximal to broken section is 193,3 cm and from broken to distal section 136,7 cm. Overall length should be 330 cm. Also the distal tip is bent and stretched. A dimensional inspection revealed that the outer diameter (od) of distal tip, middle of the device, and proximal section are within its specifications.

Event description:
It was reported that the rotawire ruptured during burr test. A 1.25mm rotalink plus and 330cm rotawire were selected for use. During the procedure, it was noted that the rotawire ruptured during the burr test. A portion of the wire was blocked on the burr; thus the procedure was completed with another of the same rotawire and rotaburr. There were no patient complications reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the rotawire ruptured during burr test. A 1.25mm rotalink plus and 330cm rotawire were selected for use. During the procedure, it was noted that the rotawire ruptured during the burr test. A portion of the wire was blocked on the burr; thus the procedure was completed with another of the same rotawire and rotaburr. There were no patient complications reported.